Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the suture sleeve broke into two pieces when the suture was secured. The sleeve remained in the patient. The patient felt fine and was stable.